Event description:
It was reported that approximately three weeks earlier the rv lead exhibited shock impedances greater than 200 ohms. The patient was brought into the office where the shock impedance measured greater than 200 ohms for the configurations of ra to can and rv coil to ra coil. When programmed distal coil to can the shock impedance measurement was in the 80 ohm range consistently. Technical services discussed different options. The field representative planned to discuss the options with the physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)